Event description:
[Rt-pcr testing] use for covid-19 under emergency use authorization (eua): false positive results from by onehealth telemedicine lab on (B)(6) 2021. After onehealth, did two other rt-pcr test on (B)(6) 2021 and (B)(6) 2021 both negative results from two other labs. Questioning the positive result was accurate done by onehealth telemedicine lab. Onehealth telemedicine lab is contracted with (B)(6). FDA safety report ID# (B)(4).